Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of tissue damage listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the right common femoral using the pre-close technique via a 8f sheath hole prior to a transcatheter aortic valve replacement interventional procedure. Reportedly, the device was stuck and it broke but was still held by the actuator wire. The operator then manually cut the device so it would be separated into two pieces. A snare was used to remove the separated piece in the patient. The sheath was maintained as a 8f sheath and the procedure was completed . At the end of the procedure, surgery was performed to repair the artery with a patch. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.